Event description:
3 hours into hemodialysis treatment, pt became unresponsive, upon examination it was noted that the venous line was disconnected from venous port. Hemosafe clip still in place. Pt stopped breathing, recue breathing with ambu bag, pulse absent - CPR started. 911 called. Pt defib x 1 on unit per emt's. Transferred to hosptial where pt expired.